Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an issue with bleeding after deploying the angio-seal device. There was no patient injury/medical or surgical intervention required. The patient was in stable condition and the procedure outcome was successful. Additional information was received on 11aug2021. A 6fr procedural sheath was used. An angiogram was performed. There were no issues with access or deployment of the device. The bleeding started to happen after the device was deployed. Manual compression was used to stop the bleeding. The blood loss was less than 250cc. The procedure was a neuro angiogram.